Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a small to moderate size fibrin-thrombi was visualized via transesophageal echocardiogram (tee) on the right ventricular (rv) lead. The rv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.